Manufacturer narrative:
(B)(4).

Event description:
Pt had preoperative MRI on (B)(6) 2013. Surgery had taken place on (B)(6)2013 and postoperative films were taken on (B)(6) 2013 and (B)(6) 2013 (both films looked good). In addition, a six week postoperative film was taken on (B)(6) 2013 (looked good) and a three month postoperative film was taken on (B)(6) 2013 (still no findings). The pt then had lumbar surgery on (B)(6) 2013 and started having increased neck pain; therefore, a new film was taken on (B)(6) 2013. The film shows two broken screws, that may have occurred during intubation or roll over for lumbar surgery. There were no pt injuries sustained during the initial procedure or resulting from the initial procedure. The pts symptoms prior to the initial surgery consisted of neck pain and arm pain with numbness, these symptoms had improved after the initial surgery.